Event description:
A surgical technician reported that during a glaucoma filtration surgery one shunt would not release and a second one released early. There was no harm to the patient. Additional information was received from the surgeon who indicated that during the same procedure, following the attempted use of a second shunt that released too early, the surgery was converted to a trabeculectomy. There are two medical device reports associated with this event. This report is for the second device.

Manufacturer narrative:
Pressed position. It is assumed that this is a result of transportation conditions. The trigger's condition prevented a proper examination of it. Therefore, the complainant statement "early release"could not be confirmed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There were no other complainants reported in the lot. (B)(4).